Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer was instructed to load a new cartridge to resolve the issue. The customer declined follow up by tandem technical support to ensure the issue did not recur. There was no adverse impact to the customer¿s blood glucose level.